Event description:
It was reported that there was a discrepancy in the pump's displayed and actual time, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. The caller received assistance with updating the pump's time, acknowledged the advice given, and was advised to monitor for any further discrepancies.